Manufacturer narrative:
The pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive "no delivery" alarm or motor error alarm were noted. The pump had missing end cap sticker, cracked display window corner and scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 25.2 mmol/l. The customer treated the high readings with the pump. The customer stated that the alarm occurred during a bolus delivery. The customer stated that the pump was not dropped or bumped. The customer stated that the error did not occur during rewind. The customer was assisted with the displacement test. The customer stated that the displacement test passed. The customer was advised to monitor the pump. The customer will be sent a replacement pump.